Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s increased pain was due to increased activity per the healthcare provider (hcp). The hcp stated that there was no problem with the device system. The hcp initially indicated that patient death occurred; however, this seemed to be an error as the hcp also later stated that the patient had no injury. Conflicting information was provided that the device system delivered dilaudid and bupivacaine.

Event description:
It was reported that the patient was to have an MRI of the lumbar spine due to severe back pain. It was later reported that the patient presented to the emergency room (ER) and thought that someone may have ¿turned his programmer off remotely¿. The patient had the MRI earlier that day. The patient did not have any symptoms and the pump was not alarming. The device system was used to deliver morphine. It was later reported that the patient was admitted to the hospital on (B)(6) 2013 for chronic pain. The patient¿s doctor had written an order the day prior to the report to have the pump interrogated due to the recent MRI. The doctor stated that there was a ¿fail-safe switch¿ on the pump and wanted to verify that the pump was still working as the patient was not feeling the medication and not receiving the relief that he was prior to the MRI. Conflicting information was provided as the caller believed the device was used to deliver dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).